Event description:
It was learned from implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 1 year, 11 months due to unknown reasons. The patient was in recovery.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, h2, h6 (component code, clinical code, device code, type of investigation), and h10. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a 11500a 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 1 year, 11 months due to group b streptococci endocarditis. The patient presented with weakness, fevers, heart failure, shortness of breath and dizziness. The patient was in recovery in stable condition.